Event description:
The user reported that the switch sparked. Our investigation reveal a small cut in the cord that could have exposed the user to bare wire.

Manufacturer narrative:
The user reported that the switch sparked. Our investigation reveal a small cut in the cord that could have exposed the user to bare wire. This type of failure is usually the result of excessive bending of the cord. We have initiated a CAPA project ((B)(4)) to remedy this issue.